Event description:
Ous MDR - it was reported that a few days after the implantation the patient received several shocks due to oversensing. The patient underwent the surgery to clean and tighten the screws. After this intervention he was shocked again. The lead and the device were explanted and replaced.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The ICD was implanted for 13 days and 24 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The memory content of the ICD was inspected. During the analysis of the available iegm¿s noise was observed in the ventricular channel. Therefore a sensing test was performed, and the ICD sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the analysis of the ICD memory content revealed the presence of noise in the ventricular channel. This is consistent with the clinical observation and the results of the lead analysis. During analysis, the ICD proved to be fully functional. Particularly, the sensing functions of the ICD were flawless. The analysis of the lead and the ICD did not reveal any sign of a material or manufacturing problem.